Event description:
Event description boston scientific received information that during the attempted implant of these implantable transvenous defibrillation leads, the physician had difficulty inserting the lead via a 9 fr non-safe sheath without the retained guidewire. The physician kept pushing and finally bent the coils of the lead. While the sales representative went to gather a long safesheath, a 9 fr safe sheath without the wire was attempted on the second lead. Again, the md had difficulty passing the lead through the introducer, but again kept pushing the lead until the coils again where malformed. The thought was that the patient did have some anatomical anomaly. The 0157 was successfully implanted via a long safe sheath. Boston scientific received subsequent information that the patient presented with a tamponade. ,